Manufacturer narrative:
The insulin pump had unresponsive up button due to unlocked lcd keypad connector. The insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she can't get the up arrow to work on her insulin pump. Customer's blood glucose was 153 mg/dl. Customer didn't recall any significant event which may have caused the keypad. She woke up in the morning, checked her blood glucose, attempted to enter in the insulin pump and it didn't respond. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.